Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter: -13.0/+2.0/x103. Device evaluated by manufacturer? Lens not returned. (B)(4) new incision. Secondary surgery. Lens explanted. Vaulting. Evaluation method: lens work order search. Evaluation results: a lens work order search revealed there were no similar complaints within the work order. Based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer -13.0/+2.0/x103 diopter lens in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2015 due to excessive vault. The lens was exchanged for a smaller length lens. This resolved the problem.